Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had some volume left (around 6 hours should remain), however, the pump was empty and alarming. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.